Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment filter limb detachment and filter limb perforation was alleged. The filter was retrieved; however, a detached filter limb remains in the infra renal vena cava wall. The current patient status is unknown.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records are provided and reviewed. Approximately five months post filter deployment, a ivc angiogram demonstrated a detached filter limbs retained in the ivc wall following a successful filter removal. Therefore, based on the provided medical records, the investigation is confirmed for the alleged filter limb detachment. However, the investigation is inconclusive for the alleged perforation based on the provided medical records. Based upon the available information, the definitive root cause is unknown. Labeling review: the current instructions for use states: warnings: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - movement, migration or tilt of the filter are known complications of vena cava filters. Potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt of the filter are known complications of vena cava filters. Perforation or other acute of chronic damage to the ivc wall.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Medical records review: the patient with lower extremity deep vein thrombosis had a vena cava filter deployed successfully. Approximately five months post filter placement, the patient presented for ivc filter retrieval. The filter was captured and retrieved with a snare device, however a detached leg of the filter remained within the infrarenal vena cava wall. There was no evidence of thrombus or vessel wall injury and no extravasation. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately five months post filter deployment, an ivc angiogram demonstrated a detached filter limb retained in the ivc wall following a successful filter removal. Therefore, based on the provided medical records, the investigation is confirmed for the alleged filter limb detachment. However, the investigation is inconclusive for the alleged perforation based on the provided medical records. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warningspotential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - movement, migration or tilt of the filter are known complications of vena cava filters. -perforation or other acute of chronic damage to the ivc wall the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment filter limb detachment and filter limb perforation was alleged. The filter was retrieved; however, a detached filter limb remains in the infrarenal vena cava wall. The current patient status is unknown.